Event description:
It was reported by the physician that the screw was broken post-operatively. Patient was revised to remove and replace the screw. The broken shaft of the screw remains implanted in the patient.

Manufacturer narrative:
Visual inspection confirmed that threading of returned screw was fractured. Functional inspection could not be performed because the device was confirmed to be damaged during visual inspection. A material analysis was performed and the polyaxial screw was found to have fractured in fatigue due to an applied unidirectional force. The elemental constituents were as specified on the print. No material or manufacturing defects were found. Device and complaint history records were reviewed and no relevant issues or complaints were identified. The instructions for use (IFU) also provide indications for this product. The following excerpts show examples of this: "once implanted, the implants are subjected to stresses and strains. These repeated stresses on the implants should be taken into consideration by the surgeon at the time of the choice of the implant, during implantation as well as in the post-operative follow-up period. Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidate. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. Adverse effects may necessitate reoperation or revision." Root cause of reported event could not be determined conclusively but based on material analysis and risk table, most likely due to fatigue on construct- excessive post-op activity by patient/ surgeon applied too much torque to tighten blockers or poor fixation construct.

Event description:
It was reported by the physician that the screw was broken post-operatively. Patient was revised to remove and replace the screw. The broken shaft of the screw remains implanted in the patient.

Event description:
It was reported by the physician that the screw was broken post-operatively. Patient was revised to replace the screw.